Event description:
A customer reported a "high" blood glucose reading from their continuous glucose monitor (cgm), but no specific value was provided. The customer did not believe they were in a high blood glucose range and planned to confirm the reading with a blood glucose meter. However, after changing their supplies, the customer was able to return to a normal range, and the sensor reading was confirmed to be accurate.